Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available.

Event description:
It was reported via email that the surgeon was performing btb acl reconstruction arthroscopically using rigidfix. Operation went well, wounds closed. Whilst taking 2nd interlocking trocar from lat femur with correct removal tool from rigidfix tray it snapped, whilst twisting and pulling as per op tech. Point of breakage was at one of the small holes in trocar. Surgeon decided to leave trocar in-situ: risk of damage to lat fem cortex, close to femoral tunnel, if removed outweighed the disadvantage of leaving it in situ.